Event description:
Delivery failure [device issue], cardiac arrest [cardiac arrest]. Case description: this initial device case report was received on 22-sep-2014 from the associate director of respiratory (rt) for a facility in the united states, who contacted (B)(4) to report an adverse event with a delivery failure. He spoke wh customer care, technical support (ts), and drug and device safety regarding a delivery failure (df) with inomax dsir# (B)(4). The inomax dsir# (B)(4) was in use on a patient and it was reported that the patient experienced a cardiac arrest. Relevant medical history/co-morbidities: attached to mechanical ventilation (servo; settings not specified) relevant concomitant medication: not provided. The patient (age and gender was not specified) was reported to be attached to a servo (conventional) ventilator, settings and fio2 were not provided. On an unspecified date, the patient was started on inomax at 80 parts per million (ppm) via inomax dsir# (B)(4). No further information was provided about the indication for inomax or whether diagnostic testing such as an echocardiogram was performed. The rt reported that on (B)(6) 2014, the bedside staff changed the end-tidal co2 adapter on the patient circuit the nursing monitor and inomax dsir# (B)(4) went into df. Following the df alarm, the rt reported that the inomax ppm rapidly decreased and the patient went into cardiac arrest, before they could switch to the inoblender to manually ventilate. No further details were given. Additional information regarding the event has been requested, but has not been received, despite repeated requests. Inomax dsir# (B)(4) is being held in their facility's clinical engineering department and has not been released for pickup. The rt did not provide an assessment as to whether the cardiac arrest was related to inomax or the inomax delivery device. Case comment: (B)(6) 2014: this is a post-marketing device case reporting device issue of delivery failure followed by cardiac arrest. As only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.

Manufacturer narrative:
(B)(4). Inomax dsir# (B)(4) has not yet been returned to the MFR. A supplemental report will be submitted within 30 days of completion of the company's investigation.